Event description:
The pt has had the bilateral silicone gel breast implants for 14 years. She has problems with capsular contracture. She developed plaqueing and firmness around the implant. The right implant was intact. The left implant had features consistent with rupture.